Event description:
It was reported that while using the bd¿ universal viral transport kit, 3 ml vial that there was contamination. The following information was provided by the initial reporter: the customer found foreign matter in the media which discolored it.

Manufacturer narrative:
Common device name: culture media, non-propagating transport. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd¿ universal viral transport kit, 3 ml vial that there was contamination. The following information was provided by the initial reporter: the customer found foreign matter in the media which discolored it.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes, d9: returned to manufacturer on: 2023-02-03. H.6. Investigation summary: this memo serves to summarize findings on your recent complaint (B)(4) on product 220220 (vial universal viral transport), lot number n20300700, where it was observed that there was one tube that appeared to be contaminated with mold. Event description: " the customer found foreign matter in the media which discolored it." Complaint history review: a review of past complaints on this product over the past 12 months does not indicate a trend on this issue. Device history record review: a review of device history record did not indicate any manufacturing issues. Sample analysis: the photos and returns provided did show the noted defect. An inspection of the retention samples did not show the noted defect. Evaluations results: based on the investigation, the noted defect was observed in both the photos and return sample inspection. The retention samples were satisfactory. Investigation conclusion: based on the evaluation of the investigation, the complaint was confirmed on the photos and return. A review of complaints does not indicate that a trend is present. As no deviations were observed in the investigation, no corrective or preventive actions are indicated at this time. No further action will be taken as this is considered to be an isolated incident.